Manufacturer narrative:
A gambro polyflux 17 l was used in a home patient dialysis treatment. The dialyzer was discarded and not available for investigation. The device history record for this lot number showed no anomalies. There were 52.992 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No other complaints for similar events were reported for this lot number.

Event description:
A home dialysis patient in finland was admitted to the hospital with an irregular pulse for which he was cardioverted. During the hospitalization, the patient's laboratory data was indicative of a hemolytic reaction. The root cause of the reported hemolysis is presently unknown and limited information has been provided. The polyflux dialyzer used during the dialysis session was discarded and not available for analysis.